Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges elevated metal ion levels, permanent injuries, and pain. Update: (B)(6) 2014 - asr revision reported via sales rep. Added dor. ((B)(6) 2014), patient age, height and weight, surgeon name, sales rep details and details for cup, head and sleeve.